Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011; 4698, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that an alert triggered for high impedance on the right ventricular lead. Manual measurements of the impedance show that they are variable. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that it is the left ventricular lead that continues to have high impedance and a recent sudden increase in I mpedance.